Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photographic sample shows residual fluid inside the device¿s bladder which suggests an under infusion may have occurred. The reported condition was verified. Functional flow rate testing must be performed on the actual device in order to verify the accuracy of the alleged device; though, this is not possible due to the lack of a physical sample. Therefore, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had not fully infused. Upon further inspection, approximately 40% of the solution remained in the device. The device contained 1800mg piperacillin/tazobactam diluted in 230ml of 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.